Manufacturer narrative:
The remote service engineer (rse) spoke with the customer and confirm the reported issue. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone (B)(6)

Event description:
It was reported the intellivue x3 patient monitor was displaying a speaker malfunction error message. No sound was coming from the device. Patient involvement is unknown. There was no report of patient or user harm.